Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was returned however the cannula was severed off from the rest of the catheter making it insufficient for a thorough product evaluation. The 5s parameters could not be obtained and the light leak test could not be performed. There was biomaterial beneath the impeller. No data logs from the case were available for analysis. The root cause of the optical signal issue was not determined as insufficient product was returned for analysis, no logs were available and insufficient clinical information was provided a review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the optical sensor malfunctioned; however, the pump continued to operate until weaning and explantation. No patient harm was reported.